Event description:
Caller tested 1.7 inr on the coaguchek system while a professional result returned as 2.5 inr (method used to obtain this result was not provided). No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported that, "this is the patient's fourth revision. Patient had a rejuvenate stem and an adm cup from the previous surgery done early april. Patient continued to dislocate, surgeon did fourth revision to try and fix the dislocating."